Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a low shocking impedance measurement. The patient had a recent ablation procedure. The device was checked by the field representative and lead found to be functioning normally. There were no adverse patient effects reported. The cardiac resynchronization therapy defibrillator (crt-d) was explanted over three years later for reported normal battery depletion and the rv lead remained in service with the new device. At the replacement procedure it was noted that the shock impedance for the rv lead was within normal limits with the new device. No adverse patient effects were reported.